Event description:
It was reported that after the spaceoar placement, the patient had been having discomfort during his post-procedural voiding trial. The patient was examined, and it was found fragments of spaceoar hydrogel at the tip of the patient's penis. The gel was pulled out of the patient's urethra and a cystoscopy was performed; it was extracted what appeared to be fragments of hydrogel within the patient's bladder. The only abnormality reported by the physician on the cystoscopy other than the gel fragments removed from the bladder was a red spot on the back of the patient's bladder close to a ureteral orifice. The physician reported no injuries or puncture sites were seen on or within the urethra. No issues were observed during the hydrodisection and the placement procedure, the placement was far away from the seminal vesicles and the patient's bladder. The placement was confirmed to be in the correct place via digital rectal examination. The physician decided to treat the patient with antibiotics to avoid infection. The patient was sent home without symptoms of pain; however, urinary retention was reported.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.